Event description:
It was reported that sometime post port placement procedure, the port catheter allegedly fractured. It was further reported that through x-ray examination the distal part of the port catheter allegedly moved to the patient heart. Reportedly the patient experienced pain and edema. The patient current status was normal.

Manufacturer narrative:
H10: manufacturing review: the complaint history review, this is the only complaint reported for this lot number. A device history record review is not required. However, the device history record review was requested to view manufacturing records. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one MRI port attached to a catheter in two segments were returned for evaluation and two electronic photos were provided for review. Visual, microscopic visual, functional and tactile evaluation were returned for evaluation. The investigation is confirmed for the reported catheter fracture, migration and identified material separation, deformation due to compressive stress, naturally worn and material twisted as a partial circumferential break was noted approximately 1.8cm from the proximal end of the port stem, a complete circumferential break was noted approximately 8.3cm from the proximal end of the port stem. The edges of the partial circumferential break was jagged with granular break surface, the edges of the complete circumferential break was jagged with granular surface and rounded edges. Further, twisting of the catheter was observed on the port stem and tensile stress was observed on the portion of the catheter that was engaged on the port stem and around the area of twisting. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2021), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2021) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement procedure, the port catheter allegedly fractured. It was further reported that through x-ray examination the distal part of the port catheter allegedly moved to the patient heart. Reportedly the patient experienced pain and edema.the patient current status was normal.